Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter read inaccurately high compared to another device (contour). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 11:59 am. The patient reported obtaining a blood glucose reading of ¿176 mg/dl¿ with the subject meter and ¿31 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is not known if the patient takes any medication to manage their diabetes or if they made any changes to their usual diabetes management routine as a result of the alleged inaccuracy issue. The patient claimed that 8 minutes prior to the start of the alleged issue, they developed symptoms of ¿vision issue, shaky and tired¿. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.